Event description:
It was reported that the patient presented in the clinic due to pocket erosion. The pacemaker was explanted to resolve the issue. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event was pocket erosion. The device was returned for analysis. Interrogation results were normal, visual screen was acceptable, and preliminary test results were acceptable.